Event description:
The event is reported as: detachment of the bullet tip from suture during a procedure. There were no pt complications and the pt was listed in stable condition.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.